Event description:
It was reported to physio-control that the customer¿s device was used to shock 200j on a simulator during a daily test. The device delivered the shock and then the device¿s screen immediately turned black and the device¿s leds (on, CPR, and shock) illuminated. The user waited for 5 minutes, but the device's tatus did not change; the user then powered the device off and back on by pushing the green on button. After this power off and on, the device showed no discrepancies and was fully functional. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. As a preventive measure, the user interface pcb assembly was replaced. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
It was reported to physio-control that the customer¿s device was used to shock 200j on a simulator during a daily test. The device delivered the shock and then the device¿s screen immediately turned black and the device¿s leds (on, CPR, and shock) illuminated. The user waited for 5 minutes, but the device's tatus did not change; the user then powered the device off and back on by pushing the green on button. After this power off and on, the device showed no discrepancies and was fully functional. There was no patient use associated with the reported event.